Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during drain 2 of 6. The patient was connected at the time of the alarm. The patient line had been properly primed before connecting and there were no patient line extensions being used. The patient had not disconnected prior to the alarm. There was nothing unusual about the supplies. There was air in the patient line as the patient line connection was loose. The registered nurse (rn) cycled the power and received a system error 2367. The rn would disconnect the home patient (hp) fully and let the day shift do a manual exchange with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.